Event description:
Boston scientific crm received information that this patient was admitted with symptoms and right atrial (ra) lead dislodgement was observed. This lead was successfully repositioned. No additional information is available at this time. If additional information becomes available, this event will be updated.